Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: date and name of index surgical procedure. Arm trauma, (B)(4) 2018 the diagnosis and indication for the index surgical procedure? Unk what tissue location was placement of suture? Unk what were the patient symptoms (location, severity, appearance). Unk does the patient have known allergic history to medical device, food or medications? Unk was any allergy testing performed? If yes, results? Unk what is the product code and lot for silk suture? Unk will product involved in the event be returned for evaluation? No what is physician¿s opinion as to the etiology of or contributing factors to this event? Maybe related to suture the patient demographic info: age, gender, weight, bmi at the time of the index procedure unk what is the patient¿s current status? Stable

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? What tissue location was placement of suture? What were the patient symptoms (location, severity, appearance). Does the patient have known allergic history to medical device, food or medications? Was any allergy testing performed? If yes, results? What is the product code and lot for silk suture? Will product involved in the event be returned for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event? The patient demographic info: age, gender, weight, bmi at the time of the index procedure. What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. Two days after the procedure, the patient experienced skin reddish. The surgeon treated the patient with prescription medicine and it became well later. Additional information has been requested.